Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection noted setscrew marks on the terminal, surface electro cautery damage in the insulation, stretching towards the distal end and tissue on the lead body. The lead passed electrical testing. Laboratory analysis confirmed explant related damage only.